Event description:
It was reported during surgery, there were repeated issues with premature timeout (e5) error after accidental or intentional disconnection. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in good condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. The installed version of the software has a known issue where it can write the wrong time stamp to the hand piece, leading to e5 or e6 errors. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.